Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
"On or about, (B)(6) 2009," an elevate anterior and apical system with intepro lite, was implanted to treat pelvic organ prolapse and cystocele. "After, and as a result of the implantation," of the mesh, the pt, "suffered serious bodily injuries, including but not limited to abdominal pain, back pain, vaginal scarring, dyspareunia, infections, malodorous discharge, extrusion, add'l surgeries, and other injuries." "Following the implant of the elevate," the pt, "suffered from, among other things, extrusion of the mesh, and sought medical attention accordingly." As a result, there were, "add'l procedures to remove the extruded mesh, including another surgery on or about (B)(6) 2011." Also as a result of having the "products" implanted, the pt "experienced significant mental and physical pain and suffering, has required add'l surgery and medical treatment and has sustained permanent injury."